Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a lead repositioning procedure, the pulse generator exhibited backup operation. A device download was performed successfully. Normal function of the device resumed.